Event description:
A report was received that a patient's lead was explanted due to an epidural hematoma. The patient was having a lead revision due to lead migration when the physician discovered the hematoma. The patient had no symptoms of the hematoma prior to the lead revision.

Manufacturer narrative:
(B)(6).

Event description:
A report was received that a patient's lead was explanted due to an epidural hematoma. The patient was having a lead revision due to lead migration when the physician discovered the hematoma. The patient had no symptoms of the hematoma prior to the lead revision.